Event description:
It was reported by the physician that a patient's battery has prematurely depleted in the past but no patient information was provided. No additional relevant information has been received to date.